Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material was found in the packaging

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: there was a human hair in the packaging when they opened it up the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be environmental conditions, inadequate cleaning process. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that foreign material was found in the packaging.